Manufacturer narrative:
The used/damaged cannula has been returned for evaluation. As of this filing, the investigation remains in process. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The sales representative reported during a trial surgery, the adjustable retractor cannula 8.0mm x 85mm with outflow was used throughout the procedure. When the surgeon attempted to remove the cannula while finishing up, the bottom third of the cannula ripped off and fell into the joint space. All of the cannula material was removed from the joint space using graspers. Other than a 10-minute surgical delay to retrieve the cannula material, the procedure was completed with no further complications and no injury to the patient. This report is being filed on the basis of potential for patient injury with recurrence.

Manufacturer narrative:
The used, damaged cannula was received for evaluation. Part of the device was broken off at the starting thread of the cannula. Both pieces were returned. Critical dimensions were measured and found that the returned cannula was within specification. There is no evidence of material defect. Based on these findings, the failure mode indicates that excessive bending force was likely placed on the device. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this type of damage to the cannula. Of the lot containing (B)(4) units, there have been no other similar complaints received. A review of complaint history for the device family shows there have been no serious injuries or death related to this reported problem. A two-year review of complaint history for this product family shows (B)(4) units have been sold and a total of (B)(4) similar complaints involving 12 devices have been received. The adjustable retractor cannula is designed for general surgical use to maintain portals during insertion or extraction of instruments and implants. It is manufactured from silicone and easily introduced by grasping the wing with forceps and inserting into the incision. To reduce the risk of cannula breakage/tearing and patient injury, the instructions for use (IFU) provides the user with the following warnings and precautions: inspect cannula prior to use to ensure they are in good physical condition. To avoid damage during use, do not use excessive force on cannula. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use. The adjustable retractor cannula is supplied sterile and is considered single-use. Re-sterilization by any method is not recommended.